Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that while working with patient that contact 6 and 7 have high impedances. This has been known for some time. Rep indicated that there was talk about possibly replacing the leads but nothing has been decided yet at this point. No troubleshooting was done or needed at this time as this issue was mentioned in passing with another issue reported today. Rep reported the cause was not determined. Says possible open circuit. Evidently that¿s a known issue. Effective therapy has not been established, lots of rib stim. This has also gone on since implant. No actions/interventions were taken (will be taken). High impedance was not resolved. Maybe a lead revision in the future